Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) has been confirmed. Upon evaluation, the monitor underwent a reset during downloading during testing. A low energy (18.5j) pulse reset was observed during detect and treat testing. Root cause investigation is underway. Sending initial MDR. Will send a supplemental report upon completion of root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the low energy pulse and monitor reset was isolated to the defibrillator pca. The root cause has not yet been identified. An internal corrective action has been initiated to investigate the root cause for the low energy pulse and the reset. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) has been confirmed. Upon evaluation, the monitor underwent a reset during downloading during testing. A low energy (18.5j) pulse reset was observed during detect and treat testing. Root cause investigation is underway. Sending initial MDR. Will send a supplemental report upon completion of root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse.